Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate is likely to cause or contribute to pt injury. Device issue: failure to deflate. It was reported that after the 3.0x15 mm promus stent was deployed, there was difficulty deflating the balloon. It took over 1 minute of drawing negative with the indeflator to remove enough of the contrast to remove the balloon partially inflated. There were no reported pt effects. There is no add'l info available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident info. Difficulty to deflate the balloon can be affected by many factors. To help ensure that the reported difficulties are not due to manufacturing, the products are 100% inspected for damage and a sampling of units is destructively tested to verify proper inflation and deflation. In this case, although there is no indication of a product quality deficiency, a conclusive cause for the reported difficulty to deflate could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.